Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit is not working. The unit was not in patient use at the time. Investigation summary: the device with the reporte issue was returned for evaluation. During the evaluation an unsual hissing noise was noted when the pump was activated and gas accuracy readings were below the manufacturer specifications. The pump and fal filter were replaced and the software & firmware were updated. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow up, what type? H3. Device evaluated by manufacturer? H11. Additional manufacturer narrative.

Event description:
The customer reported that this multigas unit is not working. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this multigas unit is not working. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 12/05/2025 I called jessie to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for jessie to call me back with this information. Attempt # 3: 12/08/2025 I called jessie to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for jessie to call me back with this information.

Event description:
The customer reported that this multigas unit is not working. The unit was not in patient use at the time.